Manufacturer narrative:
D4 - primary unique device identification (UDI) number cannot be provided as a product identifier could not be obtained.

Event description:
It was reported through a study that the patient presented with fatigue and dizziness. The suspected cause was atrioventricular desynchrony between the atrial and right ventricular leadless pacemakers (lp). Programming changes were implemented. The patient was in stable condition.